Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited non-conversion during implant defibrillation threshold (dft) testing by both the device and external shock. Functional undersensing was also observed due to torsades de pointes. Boston scientific technical services (ts) recommended repositioning the system to optimize energy delivery. The system was repositioned which resolved the issue. No adverse patient effects were reported. The device remains implanted and in service.